Event description:
The dxc 660i generated a false high na (sodium) and co2 (carbon dioxide) result for 1 patient sample. The results were reported out of the lab. When the issue was noticed, the sample was rerun on another dxc in the lab and the report amended. The report was corrected before the physician saw it, so no treatment was affected. Sample t43673 (run at approximately 9 pm - no patient demographics provided) had an original na result of 151 mmol/l. Repeat on the other dxc was 141 mmol/l. The original co2 result was 34.1 mmol/l. Repeat on the other dxc was 29.4 mmol/l.

Manufacturer narrative:
Working with hotline, the customer discovered that the ise buffer reagent was not priming. Further investigation showed that line # 13 (473213 ise buffer) on the ratio pump had been disconnected, as well as line # 33 co2 alkaline buffer return line. The customer replaced the lines and primed the reagent through. This resolved the issue. (B)(4). Customer resolved the issue.